Event description:
The pt contacted lifescan and reported that their induo meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was verified that this was not a new product and that it was previously set in the correct unit of measurement. The pt had not recently changed the units of measurement in the meter settings. They did not seek any medical attention or treatment. Due to a spontaneous power interruption, the meter reverted from the mg/dl to the mmol/l unit of measurement. A replacement meter, control solution adn test strips were sent to the pt.